Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical service on (B)(6) 2021 that a fluid leak had occurred from the connection between the solution bag and the cassette during their pd treatment. The patient reported the cycler had an air detected in cassette message during drain 0 and it was noticed that the heater bag connection was loose and the connection was tightened. The patient bypassed to fill one and fluid leaked from the connector. Upon follow up conducted on (B)(6) 2021 the peritoneal dialysis registered nurse (pdrn) stated they were not aware of the reported fluid leak or any issues with the cycler. The pdrn stated the patient had not called the clinic regarding the event. The pdrn stated that as far as they were aware the patient was doing okay and continuing their pd treatment with no reported injuries, symptoms, adverse events, or medical intervention required. Additional information was requested, however to date has not been received.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.